Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An external/internal inspection was performed and revealed that the display, cover, and base were damaged. These unrelated malfunctions are being investigated in (B)(4), respectively. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Test article, piston foam, was installed and the device passed subsequent volumetric accuracy test. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam. The piston foam was to be scrapped and the device was to be sent for servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.